Event description:
The crna was doing his pre-op check and noted the dial on the sevoflurane vaporizer on the anesthesia machine was reading approx half the amount of the gas analyzer reading. The analyzer was checked and recalibrated but the problem continued. The vaporizer was removed and taken out of service. The general electric rep who services the equipment came and inspected the vaporizer and felt it was faulty and will replace it when he receives the new one.